Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2,000 mcg/ml, 600 mcg/day) via an implantable pump for non-malignant pain. The rep received a message from the home healthcare professional (hcp) who saw the patient due to a pump alarm. The patient was seen on (B)(6) 2019, and the pump was dry. Regarding any environmental, external, or patient factors that may have led or contributed to the issue; the "home health reported compliance issues - no details given." The pump was interrogated in the emergency room (ER) by a neurosurgeon, and showed an active critical alarm and indicated empty reservoir "late 1/5". The pump was refilled and reprogrammed without issue. The patient had a follow-up with neurosurgeon on (B)(6) 2019. The issue was resolved at time of this report. The patient's status was alive - no injury.